Manufacturer narrative:
Investigation summary: a complaint of kinked tubing below the drip chamber was received from the customer. Two samples were returned for investigation. Through visual inspection of the samples the customer complaint was confirmed. There were two kinks found on the first set, one near the drip chamber connection site and the other further down the tubing. The second set had the same kink at the drip chamber connection site and one near the roller clamp. The kinks were able to be smoothed out and both sets were primed and infused. The first set infused with no issues. The second set had an air in line issue. It was reprimed and infused a second time with no issue. A device history record review for model 2426-0007, lot number 20086897 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The two kinks found near the drip chamber connection site are due to coiling and pouching prior to the solvent added to attach the two pieces drying. The root cause for the kink created by the roller clamp was determined to be engaging the roller clamp during assembly of the tubing. A quality alert has been issued for this failure. 0

Event description:
It was reported that 2 as lvp 20d 3ss cv sets had kinked tubing. The following information was provided by the initial reporter: "call about tubing that came crimped. Both were crimped under drip chamber & one had crimping further down as well; unable to be used".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 as lvp 20d 3ss cv sets had kinked tubing. The following information was provided by the initial reporter: "call about tubing that came crimped. Both were crimped under drip chamber & one had crimping further down as well; unable to be used".